Event description:
The customer reported getting a restart error. No patient involvement was reported.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips fse and the symptom was verified. The processor pca was replaced to resolve the issue. The device remains at the customer site.